Manufacturer narrative:
Failure analysis: avea user interface module (uim) pn: 16370 sn: (B)(4) was received and routed to the carefusion failure analysis lab for investigation. The user interface module (uim) was installed onto the user interface module (uim) test fixture and powered on and the screen powered on completely and could not duplicate the reported half of the screen being visible. The user interface module (uim) was then cycled for over 40 hours and was still unable to duplicate the reported issue. The 2nd reported event of the error ¿no coprocessor 1263948¿ was not reproduced either. This error was stored in the exception portion of the error log and is unknown as to what the definition of this error is. An email was sent to technical support and engineering to provide details of this error. A response was received isolating this error to an internal failure of the control processor u31 pn: 15924 of the control pcba pn: 52250 lot/sn (B)(4). The user interface module (uim) was then disassembled to inspect the internal components and found around the complete edges of both the front and rear bezels visual indications of liquid ingress. This liquid may have possibly been a contributing factor to both the screen being half visible and the ¿no coprocessor 1263948¿ error noted above. Findings/root-cause: the control processor ic created the ¿no coprocessor 1263948¿ error noted, however what caused the processor to create the error is currently unknown and it is unknown whether the liquid ingress contributed to this error. The issue of half the screen being illuminated only was not duplicated.

Event description:
The following description of the event was documented by a carefusion technical support specialist in response to a phone conversation with a user facility representative. Customer claims the uim on this unit only half of the screen was illuminated while on a pt, they claim this problem is intermittent. This unit was on a pt when the problem occurred, the ventilator was removed from the pt and the pt was placed on another ventilator, they claim there was no harm done to the pt."

Manufacturer narrative:
The user facility did not submit a suer facility report to the manufacturer. Event codes were derived based on info documented by a carefusion technical support specialist on 01/05/2015 in response to a phone conversation with a user facility representative. (B)(4). The carefusion tech support specialist in conjunction with the user facility representative determined that the most likely cause of the reported event was a malfunctioning user interface module (uim). The user facility was shipped a replacement user interface module (uim) to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number fo the return of the alleged faulty user interface module (uim) for evaluation. As of 02/05/2015 the alleged faulty user interface module (uim) has not been received by carefusion. Once the user interface module (uim) has been received and the evaluation completed, a follow-up medwatch report will be submitted.